Manufacturer narrative:
Concomitant medical products: terumo wire, sungwon yellow sheath, puncture needle, 0.18hair wire (cook). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous biliary drainage procedure; there was no air pressure within the catheter and an air leak was found at the hub of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The device was removed and a like device was used to complete the procedure. As reported, the patient did not experience any adverse effects.

Manufacturer narrative:
Product was archived at the manufacturer on 23aug2018. Investigation evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, dimensional verification, visual inspection of the returned device and an inspection of unused product was conducted during the investigation. The customer returned one used locked 8.5fr mac-loc catheter for evaluation. Approximately 11.2cm remains attached to the hub and it appears to have been cut. Biological matter is present along the device but no other surface damage is noted. Twenty-three unused devices were also returned and were sealed within their original packaging. A leak test confirmed the presence of a leak between the connector cap and the hub of the used device. None of the unused devices leaked when table-top testing was performed. Tug and twist tests performed on the used device and demonstrated that the flare was not secured within the proximal assembly, as it was able to freely rotate within the cap. Upon removal of the connector cap, the suture string was normal in the threads. The flare appeared to be lopsided with a lip, but due to compression of the flare within the cap and the potential for damage on removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed both the used and unused devices were manufactured within correct specifications and tolerances. Physical inspection proved the correct number of adapter threads were showing for the unused devices, however the used device had too many threads showing. Additionally, a document based investigation evaluation was performed. The proper procedures were in place to identify and prevent this failure mode prior to device distribution. The instructions for use (IFU) instructs the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record revealed nonconformances within the main lot for incorrect or damaged end holes and product contact with uncontrolled surfaces. Nonconformances were found within the catheter tubing subassemblies, including tip bond pitting, foreign matter, bond dents, injection molding, fibers, rough surface and bonding flaps. All affected products were scrapped prior to device release. No nonconformances were reported for the mac-loc subassembly. It should be noted that no other complaints have been reported for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive cause could not be established. It is possible that the root cause could be manufacturing related. Potential factors that could contribute to the cause have been identified as suture presence within the threads of the cap and adapter assembly that interfere with the seal during torqueing, inconsistencies in flaring and the silicone insert being punctured due to improper threading although none of these factors have been confirmed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.